Event description:
It was reported that the patient had recently been re-implanted following an explant in 2008 due to an infection. Additional information was received indicating that the patient has an auto-immune disorder and developed a post-operative infection following the initial implant procedure. The patient was treated, and the device was explanted. No additional information was provided.